Manufacturer narrative:
The reported patient effects of pain was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the reported pain appears to be related to procedural conditions (patient's tolerance level). The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 12f amplatzer torqvue 45x45 delivery sheath was selected for procedure. There was no difficulty/issue using the 12f amplatzer torqvue 45x45 delivery sheath during procedure. On (B)(6) 2024, it was noted that the patient began to experience pain at the access site of the 12f amplatzer torqvue 45x45 delivery sheath. The decision was made to administer the patient 30mg of oral rotundin tablets. The cause of the patient's pain is related to the patient's tolerance level. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report and there was no prolonged hospitalization due to this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.